Manufacturer narrative:
Please see report # 1218950-2019- 02803. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was no sound emitting from the speaker. No adverse event was reported.